Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient had bypass surgery in 2006; wire was used to fixate the sternum. Patient returned to doctor in 2007, complaining of sternal mobility & discomfort at the incision site. Patient advised doctor in 2006, patient was lifting a heavy door & felt like he broke his sternal wires. Revision surgery to remove wire was done in 2007, on postop day 1; the patient began complaining of a new popping in his chest. On examination, he again indeed, dehisced his sternum. Cat scan confirmed one of the plates had broken. Revision surgery in 2007 removed the plates and replaced with wire.